Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier would not holding clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier has been returned and evaluated by the failure analysis team. The instrument was found to have two severely bent grips causing misalignment of the grip-tips. There was a 1.42mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were or were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.